Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/30/2025, it was reported by a sales representative via phone that an ar-2372blo knotless ac tightrope button came off the inserter when going through the clavicle. The inserter was retrieved to inspect and the stylet broke off outside the patient. Implant was able to be retreived. This occurred during use in a case with no patient effect. 10 minute delay to case. Case was completed using a second implant.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the screw during insertion.